Event description:
This medwatch report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant reported that a renegade catheter was being prepared for therapeutic use on a patient (age and gender unk). Prior to the procedure, and upon removal of the device from the dispenser coil, a kink was noted. The clinician obtained another device and successfully completed the patient's procedure. The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction.

Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated march 28, 2007 stating device was received with a fracture at the shaft of the catheter. As received, the unit was broken 6.5cm from the proximal end of the proximal shaft. A full dimensional check was carried out and all dimensions were in specification. A coating confirmation test was carried out and confirmed the presence of coating but severe damage was evident all along the coated length. Further information relating to the complaint was requested and from the answers received, the following can be established: the catheter was checked when removed from the package and two kinks were observed, no damage was noted to the packaging. There was no difficulty experienced removing the catheter from the dispenser coil. A review for similar complaints within the batch was completed and no other complaints have been received for this particular lot of devices. A review of complaints for the product family has been carried out and there have been other complaints for the as reported classification 'catheter-infusion/device/kinked.' There was an adverse trend noted for catheters breaking/kinking while attempting to remove them from the dispenser coil and CAPA was opened to address the issue. One corrective action identified in the CAPA was to remove the proximal port from the dispenser coil and this was implemented in 2006. This lot was manufactured in december of 2006 following implementation of this action; therefore, it contained one flushing port. Further review of CAPA effectivity will be performed and fowarded in a supplemental report.